Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when using a neomed 35 ml oral/enteral syringe, the flanged detector intermittently alarmed. User replaced pump when alarm occurred and resumed feeding. The event occurred while in use with the patient. There was a delay in therapy approximately 15 min in feeding. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed the check flange sensor error. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no additional repairs were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.